Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging inaccurate control solution results. This complaint is being reported because the control solution result was outside the acceptable range. There was no indication that the product caused or contributed to an adverse event.